Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The caller reported today that they performed an explant of the system. When tugging on the leads it was reported the 8-15 lead came right out (loose connection). Patient's healthcare provider (hcp) performed the explant today and reported being upset that previous hcp did not replace the ins during their first revision. Caller will be returning ins and leads to analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 08-sep-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.